Event description:
It was reported that during a lobectomy procedure, the device fell out from the jaw when the lung parenchyma was going to be locked at the first firing. It was found on screen that one unformed staple fell on the lung parenchyma. The cartridge was retrieved easily from the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.